Event description:
It was additionally reported that the cause of death was vasoplegia, multisystem organ failure, and shock. The death was not device related and the pump operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU rev. G, is currently available. Section 1, "introduction," lists potential adverse events, including various types of organ failure and dysfunction (hepatic dysfunction, respiratory failure, renal failure, and right heart failure), and death which may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient died post-operative day 2 after pump exchange due to suspected thrombus in the inflow cannula. Related regulatory report reference MFR # 2916596-2023-08249.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.